Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Product was available for evaluation. A visual inspection was conducted and passed. A voltage test was conducted and passed. A functional test was conducted and passed. A pairing test was conducted and passed. A data investigation was conducted and failed. A bin investigation was conducted and failed. Customer allegation was confirmed and a probable cause was determined to be defective transmitter. No additional event or patient information is available.